Event description:
The technician alleged the side rail will not stay raised. No pt impact.

Manufacturer narrative:
The technician found the shoulder screw is missing from the side rail. The technician replaced the side rail shoulder screw to resolve the issue.